Manufacturer narrative:
Concomitant medical products: product ID d334trg ICD, implanted: (B)(6) 2013; product ID 4092-58 lead, implanted: (B)(6) 2001; product ID 6984m adaptor, implanted: (B)(6) 2008.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead had elevated thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.